Event description:
This spontaneous case was reported by a physician and describes the occurrence of mental disorder ("psychological problem (person had a hard time accepting having a foreign body)") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced mental disorder (seriousness criterion clinically significant/intervention required). The patient was treated with surgery (essure removal). Essure was withdrawn. At the time of the report, the mental disorder outcome was unknown. The reporter provided no causality assessment for mental disorder with essure. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced psychological problem (person had a hard time accepting having a foreign body). Essure was removed. This event was regarded as unanticipated according to the reference safety information for essure. In this case, no information was provided on the exact nature. Considering that essure was removed due to the occurrence of this event, a causal relationship cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-mar-2017 for the following meddra preferred term: mental disorder. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced psychological problem (person had a hard time accepting having a foreign body). Essure was removed. This event was regarded as unanticipated according to the reference safety information for essure. In this case, no information was provided on the exact nature. Considering that essure was removed due to the occurrence of this event, a causal relationship cannot be excluded. This case was regarded as incident because device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.